Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the alarm history showed cs 177 low battery warnings and cs 128 replace battery alarms. No battery alarms or evidence of short battery life were observed in the black box history. The battery life issue was unable to be duplicated during investigation. The pumps current draws were within specifications. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture found inside the battery compartment. The pump case was removed and there was no intermittent condition or moisture found inside the pump or within the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. Reportedly, the top of the battery cap was worn and the cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.